Event description:
A customer contacted baxter corporate surveillance regarding a clearlink set which had solution left in the drip chamber and would not flow down to the tubing. The nurse had tried to pump the solution out of the chamber but there was no movement. The solution bag was used with a spectrum pump which kept displaying upper occlusion and no fluid would flow down. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. Upon completion of the investigation or if additional information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed since the lot number was not provided. The complaint is not confirmed and the assignable cause could not be determined.